Event description:
Event description cpi received information that the patient had received shocks from his implantable cardioverter defibrillator (ICD) while vacuuming. It was reported that review of the ICD therapy history noted multiple non-sustained episodes. Cpi received additional information three months after the initial report that the ICD and transvenous defibrillation lead system was oversensing resulting in inappropriate shocks.